Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, the 5max ace was kinked when removed from the protective cover. The 5max ace was not used in the procedure.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the penumbra system 5max ace reperfusion catheter (5max ace) was ovalized in the proximal shaft, approximately 36.4 cm from the hub, and fractured in the proximal shaft, approximately 87.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated the 5max ace was kinked when removed from the packaging hoop. Evaluation revealed a fracture and ovalization in the 5max ace. This type of damage typically occurs due to improper handling during removal from packaging. If the catheter is removed from the packaging at an angle, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.